Manufacturer narrative:
System and wired controller manufacturing records were reviewed and found no issues associated this MDR has been submitted because a non-commanded retraction occurred during a galaxy-assisted biopsy procedure. No patient harm was reported. A malfunction involving unintended arm retraction without controller input was identified. Investigation of system logs determined that the wired controller (B)(6) exhibited joystick drift, resulting in unintended movement of the end effector (idm). The most likely root cause is the joystick's neutral position resting outside the deadzone, generating an output signal. Although no injury occurred in this case, recurrence of this malfunction could potentially result in serious injury.

Event description:
It was reported that during a galaxy-assisted bronchoscopy procedure, the user experienced non-commanded retraction of the bronchoscope after the controller was set down. While the physician stepped away to retrieve a radial probe, the arm connected to the scope was observed to be actively retracting. After re-navigation to the lesion, a second uncommanded retraction occurred. No patient harm was reported. Additional information from a noah representative confirmed that there were no system errors or alerts associated with the retraction events. At the time, the controller was not in use and was resting on the system. The scope was observed to move from approximately 20 mm to 48 mm from the target during the event. The controller was reportedly placed with the buttons facing upward, and no obvious stuck buttons or off-neutral joystick position were observed. Patient demographics were unavailable.